Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent foreshortening occurred. The occluded target lesion was located in the moderately tortuous and severely calcified external iliac bifurcation. The physician implanted a 10x80mm epic stent in the proximal bifurcation. This 10x80x75 epic vascular stent was then implanted overlapping the first 10x80mm stent to cover the entire lesion; however, the stent foreshortened approximately 2.5cm upon deployment. The physician attempted to pass an introducer through the stent to expand it further, but the stent was "to compressed by the occlusion stenosis". Access was then gained to the external iliac using a retrograde approach and a 10x37mm epic stent was placed inside the previously placed 10x80x75 epic vascular stent. The stent final result was well positioned and well apposed. The procedure was considered completed at this point. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.